Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : na.

Event description:
It was reported that the patient experienced dizziness. A device check found that the ventricular lead had elevated threshold. The lead was explanted.